Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All pcbs and cables in workstation electronics enclosure were evaluated and reseated. The fuses and cables on the dc distribution pcb were also reseated during the service event. The system was tested and found to be working as intended and returned to service.